Event description:
It was reported that after inserting the sheath into the pt's body, the physician noticed air on the sideport. The device was discarded at the clinical site.

Manufacturer narrative:
The product was not returned for evaluation. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The cause for the reported leak at the sideport remains unk. There were no reported consequences to the pt. (B)(4)